Event description:
It was reported that during a tka surgery it was not possible to implant a jrny ii bcs xlpe art isrt sz 3-4-rt 9mm. The surgeon used a second one of the same reference which did not cause any problem. The surgeon had to use additional anesthesia to complete surgery. No patient injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the associated device was returned and evaluated. The visual inspection revealed damage along the base, more than likely from attempted insertion. A dimensional evaluation performed on the device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. All applicable, critical features that could be measured were within specification. Therefore an escalation action is not required. However, based on the information provided, the unsatisfactory experience could be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).